Event description:
Per the audiologists report, this pt has complained of a "burning" sensation around the implant site and sounds being intermittelntly too loud since august 2000. Reprogramming and exchange of the external equipment have not resolved the problem. Integrity testing in august 2000, november 2001 and on 11/09/2005 showed normal function except for two electrodes that are short-circuited. These electrodes have been deactivated in the patient's program since 2000. The audiologiest report in october 2005 that electrodes 1 through 4 have been deactivated as they are not in the cochlea. The surgeon explanted the device in 2006. A new device was implanted on the same day.